Event description:
It was reported that there was no stimulation sensation, a burning sensation and a loss of therapeutic effect following an automobile accident. The automobile accident occurred shortly after the last implant. There was also pain at the implantable neurostimulator (ins) location and the lead/extension connection location. Additional information has been requested, but was not available as of the date of this report. .

Manufacturer narrative:
Lead model 3998 lot # j0401917v implanted: unk explanted: unk, extension model 7489 (B)(4) implanted: unk explanted: unk, extension model 7489 (B)(4) implanted: unk explanted: unk, patient programmer model 7435 (B)(4) implanted: na explanted: na.